Manufacturer narrative:
(B)(4). The customer reported that the unit failed to power on and failed to charge the battery. There was no report of patient involvement. The customer was shipped both the ac power supply and the battery pca to resolve this failure. The customer performed the repair. Since multiple parts were replaced, and since philips did not evaluate the device, we are unable to determine the cause of the customer's reported symptoms.

Event description:
The customer reported that the unit failed to power on and failed to charge the battery. There was no report of patient involvement.